Manufacturer narrative:
Evaluation: result (other) - fowler.

Event description:
It was reported by service report that the fowler would not stay up. No patient involvement or adverse consequences are reported.